Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed and monitored; the bolus was delivered and recorded properly in bolus history screen. No bolus wizard anomaly noted. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a bolus wizard that was reading incorrectly. The caller stated that the insulin pump was not working when a correction was attempted. The caller reported that the insulin pump delivered 0 units at first, then 1 units. The caller stated that the bolus wizard was reading incorrectly. The blood glucose reading was 19.5 mmol/l, which was advised would be treated with manual injection. The user stated that when he scrolled down on the bolus wizard screen, he could see the bolus wizard of 6.3 units, but that was not what the insulin pump would actually deliver. The caller was advised that the device be replaced. Nothing further reported.